Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not starting up. A review of the system logfile confirmed the malfunctioning of the flex vision pc. Upon troubleshooting with customer, the rse determined that the system turned on after manually turning on the flex vision pc in b cabinet. The philips field service engineer (fse) visited onsite and upon functional testing the fse found that the flex vision pc was defective, causing the system not to complete the start-up sequence. The cause of the flex vision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flex vision-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flex vision-pc and installation of necessary software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.